Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 521mg/dl. The events leading to his admission was nausea and vomiting. Troubleshooting was performed. It was stated that the insulin pump alarmed an error after the motor error alarm was cleared. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.